Event description:
It was reported that the patient underwent a thermal ablation procedure in 2006. At 4 minutes and 30 seconds into the procedure, the surgeon noted that the balloon was perforated. The procedure was aborted. There was no vaginal burn noted.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time.